Event description:
It is reported that the physician was unable to deploy a resolute integrity drug eluting stent possibly due to balloon rupture. No other information is available on the procedure. No reported patient injury or clinical sequelae reported.

Manufacturer narrative:
Results: limited information available, no root cause identified; inherent risk of procedure (balloon rupture); no results available since no evaluation was performed (device or procedural images not provided for review); no device received for evaluation. Conclusion: limited information available, no root cause identified; known inherent risk of procedure (balloon rupture); unable to confirm complaint (device or procedural images not provided for review); device not returned. (B)(4).

Event description:
Device evaluation: the device was returned to medtronic for evaluation. The distal tip was undamaged. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The stent was undamaged. Initial mandrel movement was successful. A 0.014¿ mandrel was passed through the whole length of the hypotube with no resistance. Device passed negative prep. The device was inflated to 9atm and maintained pressure. There was no contrast visible in the inflation lumen of the device.

Manufacturer narrative:
Evaluation - related to operational context (no issue found with returned device, issue must have been related to operational context). No failure detected (the device functioned as designed/ no failure was found). Conclusion - operational context caused or contributed to the event - no failure detected and product within specification. (B)(4).